Event description:
It was reported that the power cord on the 9900 system was installed incorrectly. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.